Event description:
According to the available information, three catheters have been used and all three balloons burst.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint on the lot number 9772557. On january 29th, 2025, we didn't receive the sample. Upon receive it, this complaint will be reopen and update. Bursting issue is known but according to the available information, we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was perfomed based on folysil silicone catheter, same defect "balloon burst" from november 2020 to november 2024: 188 similar cases were found (see document in attachment). A rmf evaluation was performed based on criq247, risk identified 11500, 11506 & 12500 (hazardous situation catheter balloon cannot stay inflated or burst).the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints on the lot number 9772557. B3: estimated date.

Event description:
According to the available information, three catheters have been used and all three balloons burst.